Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Nurse described the area as rash from equipment being dirty. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the irritation is unknown.